Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the set is "broken"; location and nature of the break is unknown. There is information to suggest that the issue occurred while the set was in use on a patient, however there are no event or patient details available. There is no report of any patient harm or medical intervention.

Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
The customer's report of a broken pca set was not confirmed however breakage on a different received set was confirmed. Pca set model 10800175 was not received for investigation. One used, primed extension set model me2020 was received. Visual inspection of the extension set showed that the female luer was cracked. Inspection of the luer under magnification showed no stress marks or other anomalies. Functional testing was performed and a leak was confirmed with fluid flowing through the crack on the female luer. The root cause for a broken pca set was not determined as the set was not received for investigation. The root cause of the crack on the extension set was determined to be related to excessive exposure of the material to high temperature and or excessive time at high temperature.